Event description:
It was reported that the customer was hospitalized for two days due to a low blood glucose event following a high blood glucose event. The low blood glucose levels led the customer to trip and injure his rib. The customer's spouse called emergency medical services for treatment, and she confirmed that the customer did not have the insulin pump at the time of the event. The blood glucose reading was 40 mg/dl. This was a previously unreported adverse event, and the customer did not think he had an incident within the last 90 days of the call. During the call, the customer stated that he was unsure why his blood glucose became high; he observed that he sometimes forgets to enter the carbohydrates into the device, or on occasion he would forget to take enough insulin. It was also reported that the sensor glucose reading has improved with calibrations, from over a hundred points' discrepancy to about 12 points now compared to the blood glucose reading. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.